Event description:
It was reported that during an unknown procedure, two malformed clips were delivered and crossed - scissored. Another similar device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.